Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patients complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-08656 / 1825034-2016-03891). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient reported that the they underwent a left hip revision procedure approximately eleven years post-implantation due to allegations of squeaking, pain, dry cough, rhonchus and elevated metal ion levels. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Operative reports noted greyish metal infused tissue was found during the revision procedure.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Concomitant medical products - m2a 38mm femoral head catalog#: 11-173662 lot#: 788450, bi-metric femoral stem catalog#: 162311 lot#: 02063690. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-03891, 0001825034-2017-03936.